Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the temperature on the cardioplegia side stopped rising during surgery. Complaint number: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The hcu 30 not heat up during treatment. Accoring to the "describe event or problem" grid the getinge field service technician (fst) informed, that the temperature on the cardioplegia side did not increase during the operation. The temperature of the water was slowly rising. When the device was restarted two times later, the device displayed the error message 7001 during the self-test. During a new reboot the device worked normally. During the patient treatment there was no health risk for the patient. The fst was onsite and replaced the hcu30 with a replacement machine. Accordingto the e-mail communivation with fst dated 2020-08-06 to solved the failure the 3-way valve has to be replaced. Similar component "3 way valve" was already investigated in a similar complaint no. (B)(4) on 2018-04-27 with life cycle engineering (lce) investigation report no.(B)(4): t he valve was strongly polluted on the inside and on the thread. Furthermore the valve had several scratches on the outside. The pin, which is responsible for opening and closing the valve, could be moved. However in the beginning moving the pin was more difficult. This indicates that the pin could have been blocked by the pollution. After connecting the valve to an test actuator an voltage between 0 v and 10 v was applied for several times. The valve opened and closed without any failure. No malfunction was found when the valve was tested in the closed state. However, it is possible that the high level of the pollution of the valve was caused by shocks to the valve during shipping. The pin in the valve may have been therefore slackened, which is why the pin could be moved again during the investigation. The most probable root cause for the reported malfunction of the hcu 30 is the pollution of the 3-way valve. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. Thus the reported failure "not heat up" could be confirmed. The reported failure happened during treatment. The hcu 30 which was used, was responsible for this complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.